Event description:
A report was received that the patient had erosion at the distal end of the lead and four electrodes were exposed. The patient underwent a procedure wherein the physician decided to cut the four distal electrodes of the lead.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.